Manufacturer narrative:
The serial number of the cobas pro ssu is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys hiv duo on a cobas pro ssu. Both patient samples tested positive for hiv duo. The results were not consistent with the clinical diagnoses of the patients. The samples were repeated with assays from two other manufacturers and the results were negative. No specific patient data was provided.